Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture and sensing anomaly, the lead stopped working following the patient's bypass surgery. The chest x-ray showed the lead position was normal. The lead was capped and replaced on (B)(6) 2016, during an upgrade procedure. The patient was stable post procedure.